Event description:
It was reported that when the stent was positioned at the lesion, even though there was resistance felt, an attempt was made to cross the lesion (contrary to IFU). A stent strut caught on the vessel and the stent delivery system could not be withdrawn. The balloon was inflated, perforation occurred, and the pt went into ventricular tachycardia. This perforation was treated with another balloon and the procedure was completed.